Event description:
It was reported to philips that the system had a boot-up issue. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Rse had indicated to perform system restart but the issue still persisted inspite of performing system restarts. A philips field service engineer (fse) inspected the system onsite and confirmed that there was no image showing up on flexvision pc. Fse replaced flexvision pc and reloaded software which resolved the issue. The flexvision pc was returned for analysis and part analysis indicated that power supply and ram memory of the flexvision pc failed. After replacement of flexvision, the system returned to use in good working condition. The codes were updated based on the investigation outcome.